Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the catheter balloon was found to be damaged on the next day after use. Per additional information via email from ibc on 23dec2020, it was not known whether there were any missing pieces of the balloon. Impact to the patient was unknown.

Event description:
It was reported that the catheter balloon found to be damaged on the next day after the use. Per additional information received via email from the ibc on 23dec2020, it was unknown whether there were any missing pieces of the balloon. The impact of the patient was unknown.

Manufacturer narrative:
The reported event was confirmed, however the cause was unknown. The evaluation found irregular balloon burst with missing pieces. The missing piece was not returned for evaluation. The sample was evaluated under microscope and no conditions were found that would be associated with the reported event. The exact cause of how and when the problem occurred could not be determined. However, a potential root cause for this failure mode could be due to a user-related (example: contact with sharp objects/ exposed to petrolatum based products/ mechanical failure/ operator error). The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "[warnings] 1. Method for use (1) do not inflate the balloon in the urethra. [The urethra may be injured.] (2) do not pull the catheter hard. [ t he bladder/urethra may be injure d 2. Applicable patients (1) patients with delirium who might pull out catheter [when patient tugs at catheter unconsciously , the bladder and urethra may be damaged. [Contraindications] 1. Method for use: (1) do not reuse. (2) do not resterilize. (3) be careful that the catheter is not exposed to ointments, contrast medium or oil based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (4) do not hold the device with forceps, etc. Avoid contact with any blades or sharp edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] 2. Applicable patients (1) do not use in patients who are or have been allergic to natural rubber latex.]" H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.